Event description:
Caller reported that pump battery was not charging and attempted several troubleshooting steps, including trying different wall outlets and adapters, without success. There was no adverse impact to the customer's blood glucose level. Customer will continue to use the current pump, and technical support arranged for a replacement pump to be sent. Customer was instructed on returning the defective pump using a pre-paid label and acknowledged understanding of the instructions.